Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
A patient reported a couple of weeks ago, there is no way for the lower tooth to be moved into position because it sits behind the other teeth. There is no room to move the other teeth to the side to create this room either. The dental tool is not touching the aligner, it shows the gap. The patient was advised by the clinical support assessment team that refinements with staging movements are best to proceed with to address their concerns. The patient agreed and understood that recession on lower incisor may worsen.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.